Event description:
The customer reported that the 9800 system had no images displayed. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The fluoro functions board was replaced during the service call.